Manufacturer narrative:
The full name of the initial reporter is (B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. It was reported that the alleged malfunction was related to the solenoid driver printer circuit board. It was replaced and the iabp is now working.

Event description:
It was reported that a cs100 intra-aortic balloon pump generated a system failure alarm. It is not known under which circumstances this event occurred. However, no patient involvement or adverse event was reported.